Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lim, j., shallwani, h., vakharia, k., & siddiqui, a. H. (2020). Adenosine-induced cardiac arrest for transvenous embolization of midbrain arteriovenous malformation. Operative neurosurgery (hagerstown, md.), 18(6), e184¿e190. Https://doi.org/10.1093/ons/opz330 medtronic review of the literature article was completed. It was reported that a (B)(6) year-old male patient presented with sudden onset of severe bilateral headache, blurred vision, and numbness on the right side of face and tongue. Non-contrast head computed tomography (CT) revealed fourth ventricle hemorrhage. Diagnostic cerebral angiography revealed a high-flow midbrain arteriovenous malformation (avm) with a posterior wall perforator from the basilar artery terminus and a draining vein into the straight sinus. The patient underwent an embolization procedure via transarterial approach with onyx-34 to treat the avm which was initially successful. The patient was discharged on post-procedure day 1 with no neurological complication or residual deficits. One week later, the patient returned to the hospital with a 2 day history of slurred speech and left-sided dysmetria. Upon exam, the patient was noted to have cn iii and vi palsies with slurred speech, left-sided intention tremor, and dysmetria. A repeat CT did not show any recurrent hemorrhage but diagnostic angiogram revealed partial filling of the treated midbrain avm with early venous drainage. Retreatment was attempted but was aborted due to non-cooperation from the patient. 5 days later, the patient was treated with additional onyx-34 injection using adenosine-induced cardiac asystole technique.